Event description:
Additional information was received that noise was also observed on the rv lead. During a routine device exchange the physician decided not to perform intervention to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an in clinic follow-up, oversensing was noted on the right ventricular (rv) lead. A previously x-ray was reviewed and externalized conductors were observed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.